Event description:
The yellow cap outlet port is leaking. Additional information received from baxter (B)(4): the cellular material leaked out during/after tawing. The cells were autologus peripheral blood stem cells. The cells were infused in the patient and they were not tested. There is no report of any negative patient impact or additional treatment.

Manufacturer narrative:
Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patient. As in cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product and risk of contamination. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. We have evaluated the complaint and have determined that it is consistent with breakage investigated in a corrective and preventive action record (CAPA# (B)(4)). The lot reported was manufactured before corrective actions were implemented; therefore evaluation of the complaint sample is not necessary. (B)(4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B)(4). Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This product is end of life. This is the first complaint of this nature received for this product lot. This complaint will be kept on file for trending purposes.